Event description:
It was reported that the device failed volumetric accuracy testing three times and measures 7.8%. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿the device failed volumetric accuracy testing three times and measures 7.8%¿ could not be duplicated. Accuracy test passed and the probable cause is unknown. It was noted the downstream occlusion (dso) seal had a crack at the center area and the latch/lock mechanism was loose. As a preventative measure the (dso) sensor and latch/lock were replaced. The device passed all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.